Event description:
My libre 3 plus monitor is showing false low glucose readings constantly. I have been fully hydrated, and checked with a finger prick which proved that the cgm is falsely reading on multiple occasions. It was not being laid on when these are happening, and it's saying that my glucose is low 24/7. My glucose monitor at this time said 54 which was not accurate.